Event description:
A ventilator was returned to the MFR for service. The was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery and power management board will be replaced to address the issue. Other= device has been evaluated but the components have not been replaced pending customer approval of stimate.